Event description:
It was reported that during a low anterior resection, the device could not be connected correctly, but could be fired. A second device did the same thing. Another device was used to complete the case. There was no adverse consequence to the pt. No further information is available.

Manufacturer narrative:
Date sent: 11/25/2008. Information anticipated, but unavailable at this time.